Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced air in line assy. Replaced keypad assy due to recall affected. Replaced both iui connectors. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/06/2017 to the present date 12/11/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200249359 for test failure - out of specification which does not correlate to the customer reported issue.

Event description:
It was reported that the device received an unspecified alarm or error code. There was no reported patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an unspecified alarm or error code. There was no reported patient involvement.